Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of ceramic on metal for altr/pseudotumor. Index surgery was (B)(6) 2008. Patient is revised to ceramic on poly. Patient consequence? :yes. Patient consequence description:blackened local tissue from metallic debris. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.